Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was over 500 at the time of the incident. The customer stated that the buttons do not respond. The customer was admitted to the emergency room on (B)(6) 2009. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they felt that they caught the flu. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer hung up the phone before completing the replacement procedure. The customer was called back but there was no answer. The customer did not return the product back for analysis.